Event description:
Reference number(B)(4). Event occurred in the canada it was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The set had been in use for less than one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.